Event description:
It was reported, the issue was identified during preparation for use for a therapeutic procedure. The patient was under general anesthesia, however, there was no delay in the procedure. The procedure was completed with a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information about the event is also captured in this report. A review of the device history record (DHR) found no deviations that could have caused or contributed to the image failure. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because of a faulty cable and an imaging unit. These components were thought to have been damaged by water invasion. It is likely that water entered through cracks in the connector. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and customer allegation was confirmed. The loss of image was due to circuit board failure caused by water immersion. There were cracks on the video connector which caused poor water tightness. Additionally it was found, the camera head mount was loose. The control unit was cracked. The switch had a scratch and the operation was heavy. The cable was damaged, twisted and had deposits. The deteriorated cable caused noisy image. The video connector was worn out, damaged and corroded. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the camera head image appeared black when connected. There were no reports of patient harm associated with event.